Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During remote monitoring, post-sensed t-wave oversensing resulting in inappropriate shocks was observed while the patient was exercising. The patient experienced pain and discomfort due to the event. The device was later reprogrammed to avoid further inappropriate shocks. The patient was stable and will continue to be monitored.